Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
A call center ticket was logged with the following text "auto test showing abnormal results". No patient involvement was reported.